Event description:
The customer reported that the screen went black during a case resulting in a loss of the live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board was replaced. The p1 and p2 on the power signal board and the p7 and p9 on the generator backplane were reseated. The system was then found to be operating as intended.